Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a gradual increase in pace impedance measurements was not since the implant and now the values were out of range when it comes to this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Detailed device evaluation will be performed at the next follow up. No adverse patient effects were reported.